Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the autopulse platform did not start compressions. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 10/24/2014 for investigation. Investigation results as follows: visual inspection of the returned platform showed that the top, front and bottom covers were cracked. In addition, the battery clip was bent. The physical damages found during visual inspection are not related to the reported complaint that the platform did not start compressions. The damages appear to have been caused by normal wear and tear (autopulse manufacture in february of 2008). A review of the autopulse platform's archive was performed and did not confirm the reported complaint. The archive data showed no sessions to have occurred on the reported event date of 10/02/2014. Functional testing was performed and the reported complaint was confirmed. It was observed that the drive train motor brake was rusted and seized, which may have caused the platform to not to perform compressions. Upon cleaning the corrosion/rust off of the brake and re-adjusting the brake gap, the platform passed testing. Based on the investigation, the parts identified for replacement were the battery clip, top cover, front cover and bottom cover. In summary, the reported complaint that the platform did not start compressions was confirmed during functional testing. The fault was found to be due to the rusted brake. The physical damages observed during visual inspection are unrelated to the reported complaint. Upon replacement of all parts, the platform was re-evaluated through functional testing and passed all testing criteria.